Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were implemented to retrieve the broken piece? Surgeon pulled it out with pliers and checked if the whole needle was included. ¿ was there any additional tissue damage resulting from the search for the needle piece? No, there was no additional tissue damage, and everything has healed well for the patient. He came in today to have the stitches removed product has been discarded - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When sewing on the patient, the needle of the pds plus4 broke off and got stuck in the skin tissue. Fortunately, we were able to pull out all the leftovers from the needle. There were no patient consequences reported. Additional information was requested.